Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure in the left femoral vein, the physician found an attachment within the venous end of the dialysis catheter, which could interfere with the patient's normal use of the catheter during dialysis. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure in the left femoral vein, the physician found an attachment within the venous end of the dialysis catheter, which could interfere with the patient's normal use of the catheter during dialysis, and immediately reported it to the supervisor. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a white colored foreign matter was found inside the venous end of the catheter hub was noted. Manufacturing site evaluation states that "foreign matter inside the venous end¿ was confirmed, however, it could not be determined what type of material was inside the connector. Therefore, the investigation is confirmed for the reported contamination of foreign matter into the device issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd